Event description:
The facility representative reported a flo-gard infusion pump with "damage." This condition was found upon power up of the device in the emergency room. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with damage was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a failure code f-73 caused by a loose encoder wheel which allowed the motor current to exceed 1 amp. The coupling set screws were tightened and loctite 222 applied to correct the condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the facility representative originally reported a flo-gard infusion pump with "damage". Additional information received from a contact at the facility on (B)(4) 2012 clarified the condition as a false occlusion. This condition was found upon power up of the device in the emergency room. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. Evaluation summary: the reported condition of a flo-gard infusion pump with damage was clarified during due diligence with the customer to be a false occlusion. The condition of a false occlusion was not confirmed nor duplicated by baxter service personnel. No root cause was determined and no repairs needed for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.